Event description:
It was reported the left ventricular (lv) lead exhibited high outputs. The lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ICD, (B)(6) 2011; 5076-52 lead, (B)(6) 2009; 511211 lead, (B)(6) 2011. (B)(4).